Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits within the reservoir. Permeability test: the test showed that the sprung reservoir is permeable. Results: based on our investigation results, we cannot identify a deviation of the function. However, we assume that the significant deposits found within the reservoir may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valves or reservoirs. We can exclude a defect at the time of release. All products met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. This case is connected to 3004721439-2021-00067.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a sprung reservoir (part # fv046t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the sprung reservoir malfunctioned. The patient underwent a revision procedure on (B)(6) 2021. The complaint device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient informations: age: (B)(6) years; gender: female. Same patient/event: medwatch#3004721439-2021-00067.